Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient had some soreness where the wires went into their back. It was noted that they did not like to take pain pills because they made them constipated, but they had been taking tylenol which had been tolerable. It was also stated that they had a slight tingling in their foot, but it was not causing them any discomfort. It was later reported that the patient felt constipated on november 24, and they were unsure if that caused them to not feel like they were emptying completely. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.